Event description:
Clinical information: crd_1098 - triclip japan pas, patient site jp4287 107 - (r1006341401) it was reported that on (B)(6) 2026, a triclip procedure was performed to treat tricuspid regurgitation (tr) with a grade of 4 with a history of paroxysmal atrial fibrillation and mds. Two clips were successfully implanted. On the following atrial fibrillation recurred and persisted for several days. IV diuretics were administered and the patient was cardioverted on (B)(6) 2026. The patient experienced worsening anemia on (B)(6) 2026 and had a transfusion on (B)(6) 2026.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.